Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, g2, h6.

Event description:
Patient initially reported left side ¿fibrosis¿ and ¿waves¿. Later additionally reported reported "fluid in the left breast", "suspected rupture", "visible shadow" and "pain." Patient's legal representative additionally reported wrinkling, rupture, pain, edema, visibility/palpability, leakage of silicone into the body, recall, and seroma-late. Patient's legal representative also reported severe hair loss, weight gain, sinusitis, severe water retention, joint problems, discomfort, back pain, listlessness, headache, persistent severe headaches, and sinusitis with unsuccessful antibiotic treatment which are not device related. The device has been explanted.

Event description:
Patient initially reported ¿fibrosis¿ and ¿waves¿. Later additionally reported reported "fluid in the left breast", "suspected rupture", "visible shadow" and "pain". This relates to the left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.